Event description:
It was reported that an ilet user experienced repeated alert code 38 indicating consecutive stalled motor events with a reported blood glucose of 400 mg/dl. The user had restarted the device multiple times, including once during a call when the alert temporarily cleared, and later completed a full supply change with insulin delivery resuming as usual, while glucose levels were reported stable and no hospitalization occurred. Customer care provided support that included troubleshooting with a restart and a full supply change. Investigation of this case revealed a stalled motor condition associated with the insulin delivery mechanism, with function restored after replacement of the infusion supplies and system restart. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.